Event description:
It was reported that there was a volume discrepancy, expected residue volume (erv) was 11 ml and actual residual volume (arv) was 27 ml. It was noted that the refill on (B)(6) 2013, erv was 11 ml and arv was 27 ml. It was reported that occurred on (B)(6) 2014, erv was 18 ml and arv was 27 ml. It was noted that a healthcare provider (hcp) tried a side port aspiration on (B)(6) 2014 and could not aspirate. It was decided that both the pump and catheter would be replaced. It was reported that the logs did not show any issues. It was noted that the catheter at time of replacement appeared to take a very sharp right turn just distal to the anchor but surgeon was not 100% sure if this was the cause of increase volume in reservoir. It was reported that the actions required as a result of the event included hospitalization and surgical intervention explained as explant/replacement. It was noted that the hcp attempted to aspirate through side port and could not get fluid. It was reported that the patient¿ status at the time of report was alive ¿ no injury. It was noted that the patient had increased spasticity. It was reported that the location of issue or symptom was an unknown location. It was noted that the pump was used to infuse gablofen. Additional information received reported that other medication the patient was taking at the time of event included oral baclofen. It was noted that there was a catheter issue. It was reported that a side port study was performed followed by surgery. It was reported that ¿surgery was several days ago, not seen patient yet, by report he is doing better. It was later reported that the patient was doing well the day after replacement. It was noted, as previously, that the healthcare provider (hcp) was not sure by visualizing the catheter where the issue may have been. It was reported that the hcp thought it may have been due to the sharp turn but there was no way to definitively tell. It was reported that the patient¿s pre-op diagnosis was spasm of muscle.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found pumphead with deformed pump tube. Analysis of the catheter, serial number (B)(4), found catheter body kink observed. During pressure testing in the lab, the catheter kinked area occluded when the catheter was bent to a narrow radius. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.